Event description:
A clinical incident involving a super multivac 50 with integrated cable arthrowand was reported to arthrocare corp. During acl revision procedure of the knee, it was reported the pt sustained a 5 cm burn to the popliteal fossa area of the pt's knee. The burn was treated for a betadin burn and later treated with a skin graft.

Manufacturer narrative:
The device was reported as not available for investigation. A review of the lot history record will be performed and a f/u report will be provided.